Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 & d10 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat lesions in the left anterior descending (lad) and left main (lm) arteries. After rotablation, the 3.5x20mm nc trek neo balloon dilatation catheter (bdc) was advanced on a hi-torque bmw universal 190cm guide wire (gw). The bdc was used in the procedure; however, when attempting to deflate the balloon for 2-3 seconds, the balloon would not fully deflate. An attempt was made to remove the bdc from the gw; however, the device could not be removed from each other and resistance was noted between the devices. After, several attempts the physician was able to removed the partially deflated balloon with the gw and 7 fr guide catheter (gc) as as a single unit. The procedure was continued with another nc trek neo bdc. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to remove and the reported material separation were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the reported 3.5 x 20mm nc trek neo deflation difficulties resulted in the reported difficult to remove the guide wire. Manipulation of devices resulted in the noted guide wire damages (multiple kinks on the proximal end of the guidewire, bent distal core) and ultimately resulted in the reported/noted material separation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report being filed, it was reported that the hi-torque bmw universal 190cm guide wire (gw) separated at the hypotube during the difficulty removing the 3.5 x 20mm nc trek neo balloon dilatation catheter (bdc) from the gw. No additional information was provided.